Manufacturer narrative:
Block h1 (additional information): block e1 (initial reporter email) has been updated based on the additional information received on august 15, 2025. Block h6: imdrf device code a0401 captures the reportable event of suture broken.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectal and anal region during an endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2025. During the procedure, the suture wire was fractured. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of suture broken. Block h11: the returned speedband superview super 7 was analyzed, and a visual inspection revealed that the suture wire was broken at the trip wire section, with the slack not taken up; the ligator housing was not returned for analysis. No other problems with the device were noted. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the slack wasn't taken up from the handle slot; however, the IFU states, "take up slack by pulling proximal end of trip wire on handle unit." The reported event of suture broken was confirmed. Upon analysis, it was found that the suture wire was broken at the trip wire section. However, the ligator housing was not returned, which made it impossible to analyze the remaining parts of the device and suture wire for any potential failures that may have contributed to the reported issue. Due to the lack of evidence, the most probable cause of the event could not be determined. Without the ligator housing, a complete evaluation of the device could not be performed, leaving the contributing factors to the event unknown; therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectal and anal region during an endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2025. During the procedure, the suture wire was fractured. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectal and anal region during an endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2025. During the procedure, the suture wire was fractured. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of suture broken.